Manufacturer narrative:
Product return was requested or it's in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush broke apart- oral b power care [device breakage]. Case narrative: reporter via email stated that while brushing their son¿s teeth, the brush broke apart. No injury was reported.